Manufacturer narrative:
One device was received very dirty, it had a 390 cover and was listed as a 390 but the plate clip was for an hl-90. Front cover was broken on the top and had multiple chips out of the paint, the water tank cover was cracked, the quick connect was corroded and the enclosure underneath quick connect was cracked, line cord was discolored, reflux plug missing, inside unit printed circuit board (pcb) was missing a light emitting diode (led), pump was loud. During functional testing the device was leaking from the bottom. The complaint was confirmed. The root cause was a cracked enclosure and water tank cover from physical damage and usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and UDI number are unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hotline fluid warmer was leaking from the bottom. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.